Event description:
During cardiac cath procedure of the obtuse marginal coronary artery, the stent deployed prior to inflation. Stent was unable to be located inside or outside of body. Another device used to complete procedure. No adverse reaction to pt.